Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the plastic edge of the top aligner is cutting their lip and causing bruising. It is also very uncomfortable to talk. Patient provided hh tips to smooth any sharp or rough edges on the upper aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.